Event description:
It was reported that during a sigmoid resection procedure, the surgeon squeezed the handle and noticed the stapler would not fire completely, so released the handle and squeezed again. This time it did fire all the way through the safety washer. Upon inspection there was a hole about the fourth of the length of the anastamosis on the anterior side -- donut was complete. The surgeon hand sewed defect and did successful leak test to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.